Event description:
It was reported that the patient experienced bilateral distal erosion with an inflatable penile prosthesis (ipp) leading to the existing cylinders and pump being removed and the reservoir retained. It was indicated that the previous cylinders had been mispositioned. During the procedure, new tissue had been tunneled to implant a new device. There were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.